Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).